Manufacturer narrative:
Physio-control evaluated the device data and verified the reported issue however, physio was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the provider used an alternative device. The customer made physio aware of a patient death, however the customer stated that the device did not contribute to the patient outcome.

Manufacturer narrative:
Section b1 of initial medwatch report indicates: product problem. Section b1 of initial medwatch report should indicate: adverse event. Section b2 outcomes attributed to ae of initial medwatch report was blank. Section b2 outcomes attributed to ae of initial medwatch report should indicate: death. Section b2 death date of initial medwatch report was blank. Section b2 death date of initial medwatch report should indicate: death date (B)(6) 2019 section b5 of initial and supplemental medwatch report 001 indicates: the customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the provider used an alternative device. The customer made physio aware of a patient death, however the customer stated that the device did not contribute to the patient outcome. Section b5 of initial and supplemental medwatch report 001 should indicate: the customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the provider used an alternative device. The customer made physio aware of a patient death. Section h1 type of reportable event of initial and supplemental medwatch report 001 indicates: malfunction. Section h1 type of reportable event of initial and supplemental medwatch report 001 should indicate: death.

Event description:
The customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the provider used an alternative device. The customer made physio aware of a patient death.

Manufacturer narrative:
A clinical review was performed which indicated that the device use did not cause or contribute to any negative patient outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the provider used an alternative device. The customer made physio aware of a patient death, however the customer stated that the device did not contribute to the patient outcome.